Manufacturer narrative:
Alleged failure: error message. Confirmed failure: failure to remove phi. Probable root cause: sk-28 electrical design (motherboard, sk-28 m board, lcd touchscreen) . Sk-28 firmware/ operating system. Sdc3 system performance/ sdc3 application software (ex: memory leak/slow system performance/ corrupted application software). Gravity workflow software application. Use error manufacturing/ service nonconformity (stryker/ novatech). The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that there was loss of image during procedure.

Event description:
It was reported that there was loss of image during procedure.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.